Event description:
The customer reported that the insulin pump turned on and off without her knowledge over a period of four days, and she received a battery out limit alarm. The customer's blood glucose was 93 mg/dl. It was explained to the customer that a battery out alarm during normal use may indicate a loose battery cap. The customer cleared the alarm, reprogrammed time and date, and performed a fixed prime. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).